Event description:
It was reported that during implant, the right atrial (ra) lead helix stretched and was unable to retract/extend. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was blood in/on the helix mechanism. It was noted that the helix was distorted/bent and the lead appeared damaged at implant.